Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for noise and a fracture. The lead was initially turned off, then later capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was partially explanted. It was noted the distal half of the lead remains implanted and was abandoned due to breaking during the attempted extraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.